Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (1000 mcg/ml at 593 mcg/day) via an implantable infusion pump. It was reported that the patient had increased in spasticity requiring frequent dose increases over the past year. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was noted that over the last 3 refills the actual volume matched expected reservoir volume. A catheter dye study was performed and no problems were found. It was also confirmed that the catheter was intrathecal. The pump was replaced and the catheter was found to be free flowing of cerebrospinal fluid (csf) and easily aspirated. It was unknown if the issue was resolved; the patient was alive with no injury. The explanted pump was in the possession of the hospital. No further complications have been reported as a result of this event.